Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a pod coil and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, while advancing the pod coil in the mid-shaft of the lantern, the physician experienced resistance. Upon attempting to retract the pod coil, it unintentionally detached within the lantern. Therefore, the lantern containing the detached pod coil was removed, and the detached pod coil was flushed out of the lantern. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pull wire was outside the alignment feature and extended distal to the distal detachment tip of the pusher assembly. If the pod coil is retracted against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire and result in the pull wire retracting from its alignment feature, and the embolization coil detaching from its pusher assembly. The reported mildly tortuous and mildly calcified anatomy may have contributed to the resistance experienced during procedure. The detached embolization coil was not returned for evaluation. Further evaluation revealed kinks on the pusher assembly and a damaged pet lock. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.